Manufacturer narrative:
This report is based on device return and analysis. Evaluation summary - distal conductor fractured. Proximal segment returned and analyzed. No anomalies found. No anomalies found. Proximal segment returned and analyzed. Additional analyst comment - both the svc and rv defib conductor filars are fractured - apparent explant damage. Proximal segment

Event description:
The lead was returned to the manufacturer and subsequently tested out of specification. It was determined the patient had died. The hcp reported the patient had been having some chest discomfort sometimes when he is resting or sitting or after he has eaten. He had developed at least 2 episodes of similar pain when walking. The physician expressed concern about these intermittent symptoms of chest discomfort. Cause of death has been requested and not received. Additional information was received from the hcp who reported the cause of death was ventricular fibrillation, "a shockable rhythm. Unclear if the device fired." Physician is reporting the death was possibly related to a device or lead malfunction.